Event description:
Physician suturing a permanent pacemaker lead in place with 0 ethibond excel green braided suture on a sh taper needle. The needle broke at the solder point, leaving the distal part of the needle in the pt. With fluoroscope guidance, located the fractured needle part and proceeded to cut down to the appropriate position and retrieve the needle. No splinters or shards were visualized under fluoroscopy. Tech scrubbing case felt md may have been too aggressive with suture and needle and that may have been why the suture came off from the solder point.